Event description:
Voluntary medwatch received states that the atrial lead exhibited over-sensing during atrial tachycardia and atrial fibrillation events. No intervention was performed. There were no patient consequences.